Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the wife found the patient unconscious in the bathroom and then informed the emergency doctor. The wife noticed an extreme smell of insulin, there was no evidence of a leak. In the hospital it was noticed that an acute kidney failure has happened with a value of 1450 mg/dl. The customer was immediately put on dialysis and it was tried to reanimate the kidneys. Infusions were also added. According to the hospital, the pump exploded inside. According to the patient's wife there is no visible evidence of an explosion.